Event description:
The customer reported unexplained low blood glucose, and she stated that the insulin pump suspended on its own for hours at a time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, and motor error alarm during basic occlusion test due to loose drive support disk. Unable to perform the occlusion, and the excessive no delivery test, due to prime fill anomaly. The insulin pump passed displacement test and no unexpected suspected mode noted.